Event description:
Caller reported blood glucose results of 315 mg/dl on mobile system, 153 mg/dl on compact plus system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6) medwatch with identifier (B)(6) is for mobile system, medwatch with identifier (B)(6) is for compact plus system.